Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("wants to remove essure") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery planned to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Currently invalid case.